Event description:
Rptr had bilateral mastectomy and insertion of breast implants in 3/76. After she was diagnosed with lung cancer and had 2/3 of her right lung removed she was advised by md to see her plastic surgeon about possible ruptured implant. The left implant was ruptured, and implants were removed in 9/82. They were replaced with another co's implants. The cancer recurred in 1988 in her right neck lymph node. In 1990, it recurred in her lung. She has received chemotherapy and radiation. (Also see mw1001247.)